Event description:
Sales rep (B)(6) reports that the screw in compressor broke during surgery.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.